Event description:
It was reported that pump displayed a cartridge change error and caller was unable to successfully load cartridge onto pump despite following on-screen steps. There was no adverse impact to the customer¿s blood glucose level. Customer inspected cartridge o-ring and pump area with guidance, cleaned pump connection area, and completed new cartridge fill but issue persisted, so technical support arranged replacement pump under warranty, instructed customer to use multiple daily injections as backup insulin therapy, put current pump into storage mode, reprogram settings and reconnect continuous glucose monitor on replacement pump, and return malfunctioning pump using prepaid label.